Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine via an implanted pump system. The patient had to go to the emergency room because the pump's alarm would not stop going off after it ran out of morphine. They had no insurance to cover the pump refills or visits to a physician. They unfortunately had to leave the pump implanted. The device also reportedly stuck out extremely far because the patient had no body fat. Additional information was requested to determine what steps were taken to resolve the reported issues, and if the issues had resolved.